Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot number was provided therefore no device history report (DHR) review could be performed.

Event description:
It was reported that the tracheostomy tube was inserted on the (B)(6) 2023. Within 10 days the writing has rubbed off on the pilot balloon. There was patient involvement but no patient harm.

Manufacturer narrative:
D4: lot number, expiration date, and h4: manufacture date are unknown; no information has been provided to date. H3 other: device was reported as unavailable for return for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.